Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error alarm noted during testing. The motor was tested outside of the device and passed. Device was received with end cap address label peeling, cracked select button keypad overlay, keypad overlay texture damage, and slightly stained keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error alarm. The blood glucose level was 5.6 mmol/l. Customer stated that they were not able to rewind. The insulin pump will not return for the analysis.